Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture . Device evaluation:visual analysis of the photographs identified a device with opening. Labeled left. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, part of the shell is missing, crease fold, wear abrasion. A microscopic analysis was performed which identify, sharp edge broken assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on radius assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Patient reported, left side rupture. Device has been explanted.